Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified.

Event description:
The account generated falsely elevated total bilirubin with 2 patients processed on the architect c16000 analyzer. Patient 1: total bilirubin= 102 umol/l that repeated 18 umol/l. Patient 2: total bilirubin =195 umol/l that repeated 11 umol/l. The account uses a normal total bilirubin reference range of <21 umol/l. No impact to patient management was reported. No specific patient information was provided.

Manufacturer narrative:
The abbott technical representative observed that quarterly maintenance was overdue. The customer was advised to perform quarterly maintenance as well as check cuvette washing, dry tips and mixers for damage. The customer was contacted a few days later and stated that all troubleshooting, including quarterly maintenance was performed. Although no specific likely cause was identified, there have been no additional discrepant results observed after the troubleshooting and quarterly maintenance was performed by the customer. An instrument service history review revealed no additional erratic or discrepant results reported on architect c1600221, nor did it identify any service or complaint issues that may have contributed to this issue. A 12 month similar complaint search revealed no adverse trend for the issue associated with this complaint (discrepant / erratic results). The calculated erratic rate for the architect c16000 system was below the upper control limit with no systemic issues or adverse trends for the issue associated with this issue (erratic/discrepant results). The architect system operations manual was reviewed and found to contain adequate labeling with regard to maintenance, component replacement, troubleshooting, and sample preparation / integrity to address the reported issue (discrepant results). Based on the available information, the architect c16000 is performing acceptably.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a falsely elevated creatinine of 878.6 umol/l on ID (B)(4) that repeated 71.1 umol/l processed on the architect c16000 analyzer. The account uses a normal creatinine reference range of 40 to 130 umol/l. No impact to patient management was reported.